Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure without any pt injury.